Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's computed tomography (CT) recently that revealed clot between the outflow graft (ofg) and bend relief. Low flow alarms were observed. Patient is typically asymptomatic. Currently no intervention have been planned at this time.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this investigation. It was reported that the patient was experiencing low flows relating to outflow graft obstruction. The patient has a prior complaint history of low flow alarms; however, no log files were submitted for review with this complaint. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further related events have been reported at this time. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 12may2015. No further information was provided. The manufacturer is closing the file on this event.